Manufacturer narrative:
(B)(4) . The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the customer noticed during opening a har36 blister that inside was harh23 instead of har36. Patient is well. No further information is available.